Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8, d9 date returned to mfg, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flow rate sensor failure setting value and the measured value due to a manifold unit failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a difference between the flow rate setting value and the measured value due to a manifold unit failure was caused due to manifold unit malfunctioned and could no longer measure the flow rate correctly, secondary pipe leak test abnormality due to electric-pneumatic proportional valve failure was caused due to pipeline abnormality due to failure of the electro-pneumatic proportional valve and the leakage from the first pressure reducer caused due to the gas leaked due to a failure of the first pressure reducer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device's insufflator didn't work. The event occurred during a diagnostic laparoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.